Event description:
Info received indicates the brake is inoperable at the head end of the stretcher. The brake operates normally at the foot end.

Manufacturer narrative:
The technician found the shoulder bolt and nut missing from the brake connecting rod. The technician installed the nut and bold to repair the stretcher.